Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime/aa33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No prime anomaly noted pending dva test. (B)(4).

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Event description:
The customer reported recent unexplained high and low blood glucose levels. The customer also mentioned hospitalization for a low blood glucose event three months prior to the call to the helpline. The customer's most recent blood glucose values ranged from 51 mg/dl to 410 mg dl. The customer requested and will receive a replacement insulin pump. The customer was unable to complete troubleshooting. Analysis showed no aberration in the insulin pump besides physical damage that would not impact the device function. No further information was provided.